Manufacturer narrative:
Evaluation method. The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
The patient's skin irritation was confirmed. The patient reported that his skin was whitish in the area and was dry, peeling and burning. There is no alleged device malfunction. The patient's doctor prescribed a cream for the skin irritation. The current condition of the skin irritation is unknown.